Event description:
It was reported this catheter was successfully placed for an undetermined drainage treatment. It was noted during a scheduled catheter check, this drainage catheter had detached and migrated to the pt's liver. A snare was utilized to successfully retrieve the detached catheter segment. Another drainage catheter was successfully placed for continuation of treatment. The pt's condition is good. This device was received, evaluated and retained by this MFR. The engineering eval indicated the device was received in two pieces. The proximal portion of the catheter measured approx 39cm and the string is attached to the catheter approx 2cm and 2.5cm from the proximal end. A longitudinal fracture was noted at both ends of the 4th drainage hole. The distal portion of the catheter measured approx 7cm and the suture was attached. The catheter exhibited a fracture located at the 2nd and 4th drainage holes from the distal end and a longitudinal fracture through the suture hole to the 3rd drainage hole on the distal end. The catheter material was brittle. A device history search was performed and revealed no other complaints to date on this lot number. Additionally, it was noted this device met its specifications. Follow up revealed this catheter was in place for approx 6 weeks. User technique and/or pt anatomy may have contributed to this event, however, co is unable to determine the relationship between the device and the cause for this event. Directions for use state: "the catheter is designed for external and internal percutaneous drainage of the biliary system... This catheter should be evaluated by the physician on or before 90 days post-placement."